Event description:
According to the reporter, an error message is appearing on the device. The customer could not upload the study due to the software error and the procedure had to be repeated. Due to the failed study, the capsule is being replaced. There was no patient or user harm due to the alleged device malfunction. No equipment was returned.

Manufacturer narrative:
Device evaluation: the error that was displayed, ¿eefacerror¿, indicates that the data was loaded previously but that there is currently no information on the device. It appears that all data was deleted from the device mistakenly by the customer. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.